Event description:
Caller reported that pump battery depleted too quickly, leading to a shutdown. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. To address the high blood glucose, customer administered a correction injection manually. The customer reverted to an alternate method of insulin therapy.